Event description:
Customer reported that insulin gauge displayed a different amount than expected, with a discrepancy occurring earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by loading a new cartridge. Technical support advised customer to call back for troubleshooting if problem reoccurs, and customer acknowledged this guidance.